Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the optim sheath only with intact silicone insulation beneath consistent with friction to the device can located proximal to the suture sleeve tie impressions. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.